Manufacturer narrative:
H4: the lot was manufactured from august 28, 2019 - august 29, 2019. H10: seven (7) actual samples were received for evaluation. All samples were visually inspected, and loose white foreign matter was observed inside the bag of one (1) sample. The foreign matter was further isolated and analyzed using micro-fourier transform infrared (ftir) spectroscopy with a microscope module. The ftir analysis determined the spectrum of the particle was consistent with acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the event was due to a supplier issue. Unaided visual and magnified inspection did not identify any abnormalities that could have contributed to the reported condition in the remaining six (6) samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additionally, visual inspection identified fill port cap thread damage on two (2) samples. The cause of the damage was due to a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material was observed at the port of seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.